Event description:
Site called to report an object moving/floating within the blood chamber of a 10 ml pump in the rvad position of a patient who was implanted with 10 ml bivad's on (B)(6) 2014. The pump in question was implanted 2 days earlier on (B)(6) 2014 at the time of a pump change that was undertaken due to clot in the rvad. A movie clip of the device in question was provided to clinical affairs for evaluation. Review of the clip revealed something white in appearance moving within the blood pump chamber in between the inflow and outflow stubs. At the time of the event, both the rvad and lvad were reported to be completely filling and emptying and the patient was reported to be hemodynamically stable. On detailed visual inspection by the surgeon it appeared that the blood contacting layer of the triple layer membrane was on the systolic cycle rubbing against the outer housing in the blood chamber of the blood pump. As it could not be determined if the layer of the membrane rubbing against the housing was intact, or if there was a pillowing effect of the triple layer membrane, the decision was made to change the blood pump.

Manufacturer narrative:
(B)(4). The pump in question was implanted on (B)(6) /2014 in the rvad position and was used from (B)(6) 2014 (2 days). Upon receipt of the blood pump in question, berlin heart inc. (B)(4) specialist performed the preliminary evaluation of the pump by pressurizing the air chamber just enough to move the triple layer membrane into systolic positon and the blood side layer of the membrane was observed to be touching the inner surface of the housing in the blood chamber of the pump. The blood pump was returned to the manufacturer for evaluation. During initial gross evaluation at the manufacturer's site no defect was revealed. The blood pump was very clean, no object could be detected during visual inspection. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. (B)(4). The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer, in case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The evaluation of the excor blood pump s/n (B)(4) is still ongoing. The cause of the defect has not yet been determined.